Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007)) issue. It was reported that the transmitter out of range alert (cs 206) occurred for more than three hours while the cgm was in range. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user to miss their blood glucose (bg) trending and fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2017 - device evaluation: the transmitter has been returned and evaluated by product analysis on 003/02/2017 with the following findings: during investigation, the returned transmitter paired successfully with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during testing. The transmitter was found to perform within specification. The original complaint of [ant in place of cgm readings or transmitter out of range alert] was not duplicated during investigation. There was no defect found.